Manufacturer narrative:
E3: occupation: radiology coordinator. Since the actual sample was not returned, the analysis of it could not be performed. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report from other facilities was found in the complaint file. Based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. However, since the actual sample was not returned and the analysis of it could not be performed, it was not possible to identify the cause of occurrence. Ashitaka factory has been making efforts in maintaining the quality of the product by performing the following work and inspections. The core wire for this product is checked for any crack through eddy current flaw detection* at our supplier. The outside diameter of the core wire is strictly controlled to assure the strength of the core wire. 100% visual inspection is performed before the packing process for the breakage of guidewire. (*eddy current flaw detection: when an alternating current is passed through a coil, a magnetic field is generated in the direction perpendicular to the current. Eddy currents are generated on the surface of the conductor when the coil is brought close to the conductor (core wire). If there is a crack in the conductor, the eddy current will avoid the crack and flow in a detour, so the flow will change compared to when there is no crack. Eddy current flaw detection is a method of detecting cracks by detecting changes in the flow of eddy currents.) The instructions for use (IFU) of this product includes the following warning: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire gt and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the guide wire gt or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the headliner involved was used in combination with a progreat 2.4 french to canulate a small vessel. While torquing the wire (with regular force), the tip of the wire broke. The micro-cath and the broken tip were removed together out of the patient. The procedure was visceral embolization. There was no blood loss. There was no patient injury/medical or surgical intervention required. Additional information was received on 22 jan 2024: the patient was in stable condition. There was no difficulty with torquing, as described. Additional information was received on 26 jan 2024: there were no anomalies related to the progreat 2.4 used.